Event description:
It was reported that pump displayed malfunction alarm and customer experienced high blood glucose, with level reaching over 200 mg/dl. Customer blood glucose exceeded 500 mg/dl due to issue. Customer delivered correction dose using pump and did not require help from another person, and malfunction alarm was considered resettable, but technical support was unable to complete pump reset steps because phone call was disconnected and follow-up contact with customer was unsuccessful. No additional information was received regarding the outcome of the event.